Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video-assisted thoracoscopic surgery (vats) lobectomy procedure. The stapling device wa s being used while transecting a vessel. The stapler was fully fired but the blade did not reach the cut line. In order to resolve the issue and complete the case, used another reload to transect the vessel. There was no patient harm. The patient outcome has no injury.